Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records was not possible as the lot number is unknown. No root cause could be determined since no sample was returned for evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
This information came from (B)(6), because he was asked to give an official opinion for local patient board of appeal in this specific case at other hospital (B)(6). Dr. (B)(6) has to give his external opinion in this case if it has something to do with certas recall reasons?? This patient was implanted a certas valve (B)(6) 2011 at (B)(6) and next time on (B)(6) 2011, the valve was adjusted from setting 2 to 4, because of headache reasons. Patient came back to hospital (B)(6) on (B)(6) 2011 with convulsions and in CT was diagnosed a hygroma with collapsed ventricles. Now he is been asked to give his opinion if in this case there is something to do on (B)(6) 2011 adjustment with certas recall may 15th 2013 reason nr.2? The programming mechanism may not always operate properly. If this occurs, it could potentially lead to an inability to modify the operating pressure of the valve with the hand-held programming tools, also referred to as the codman® certas? Therapy management system (tms). Based on our reported complaints, this issue may have been a factor in up to (B)(4). Dr. (B)(6) was only asking the guides and IFU for certas from us, but this is the first time when we hear about this specific case, but it might have reported before from (B)(4), who was the distributor in (B)(4) before 2012. No more information awailable at the moment.